Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had to toss out every sensor because of inaccurate reading and the insulin pump kept going into threshold suspend. Current blood glucose was 156 mg/dl and sensor reading was 60 mg/dl. Sensor has been in place for a day. Previous sensors have been bent. Customer was advised how to properly calibrate and what to avoid. Customer was advised to try recommendation and monitor the sensor. No further information reported.